Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead were scheduled for lead revision due to noise with oversensing. It was noted that the patient did not need atrial pacing. As a result, the ra lead was kept and the device was set to vvi. In addition, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.